Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that there was difficulty removing the balloon sleeve and the device was kinked. There was no damage noted to the packaging. There were no anomalies noted when the device was removed from the packaging. The device was stored and prepped according to the IFU. There were no kinks or bends noted on the device prior to handling. The balloon cover was stuck on the balloon and was removed with difficulty. It was reported that the device broke during the procedure. After it was removed a kink was noted on the device. There was no patient involvement. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first reported complaint for this lot number and issue to date. The device was returned for evaluation. No external or internal packing was returned. The device arrived back without a sleeve. The hub was printed as expected and there were no visual defects observed. A break was noted in the outer at the proximal bond. The total length of the break is approx. 70 mm. The break was 1260 m from the strain relief. The inner was stretched and exposed from the point of the proximal bond break. The total length of the exposed / stretched part of the inner is approx. 270 mm. Bunching was noted on the balloon at the distal markerband. There was also bunching noted in the middle of the balloon approx. 30 mm in length. No visual defects were observed on the distal tip. No functional examination was carried out on the device as it was not applicable to the complaint. The evaluation confirmed the break in the device as reported. However the device exhibited evidence that point to the user applying excessive force during device preparation when removing the sleeve / mandrel resulting in the break in the device. Thus handling or procedural techniques may have contributed to the reported event. The evaluation did not confirm the reported failure mode of the device difficult removing sleeve and also kinked device. The device was returned without a sleeve and also there was no kink noted on the device. Based on analysis performed no additional action is required at this time. Finally the complaint rate for the break failure mode is 0.028% and exceeds the predicted rate of 0.01%. An event has been raised in our quality system to address this issue. The result of the event review found no requirement to update the occurrence rate in the pfmea for savvy long otw pta catheter. The IFU states: (a) device description the savvy® long percutaneous transluminal angioplasty (pta) peripheral catheter family are a non-reusable coaxial design catheter with a semi-compliant balloon mounted on its distal tip. ¿ the hub/¿y¿ connector consists of a through lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon. (B) indication for use the savvy® long catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. (C) directions for use. Inspection and preparation note: a 0.018¿ (0.457 mm) guidewire must be inserted in the savvy® long catheter across the balloon during any inflation of the balloon. ¿ remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. ¿ prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25%/75%) gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. ¿ apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. Warning: after use this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and with applicable local, state and federal laws and regulations. (B)(4).

Event description:
It was reported that there was difficulty removing the balloon sleeve and the device was kinked. There was no damage noted to the packaging. There were no anomalies noted when the device was removed from the packaging. The device was stored and prepped according to the IFU. There were no kinks or bends noted on the device prior to handling. The balloon cover was stuck on the balloon and was removed with difficulty. It was reported that the device broke during the procedure. After it was removed a kink was noted on the device. There was no patient involvement.